Event description:
Product: abbot libre freestyle 14-day. We have had failures on 5 sensors out of 10 sensors. The current sensor message simply reads er3, 365,p e9,911, er0,2003; er3,373.1, er3,365.1; the previous sensor was way over the allowed calibration variance of 20% variance from blood glucose. (We had an actual 80 point difference from the blood glucose test). Another was out of calibration by 40 points (well over the 20% variance allowed); 2 sensors outright failed with similar error messages as the current one. Another failed with just a couple days left to wear so we just replaced it and didn't report it to abbott. Abbott has responded with replacement sensors, but a 50% failure rate tells me the product is unfit for the market. For example, we were basing my wife's insulin based on a reading of 62. (Therefore, she didn't take insulin for that meal). When it was 65 after eating a substantial meal, she did a finger stick and her blood glucose was over 140. This was repeated on 2 subsequent testing the next day. To me, this large variance puts lives at risk. Had the variance been off the other way (higher sensor reading than blood glucose) it could have caused a hypoglycemic incidence. FDA safety report ID# (B)(4).